Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was at 27 units at the time of the event. There was no reported impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.